Manufacturer narrative:
The returned product was evaluated and no evidence of any manufacturing defect was detected. An air bubble, equivalent to 5 units of insulin in size, was found in the device's insulin reservoir. This typically occurs due to the customer injecting air during the fill process, rather than a manufacturing process issue or product defect. User error is confirmed as having caused the pod to fail to perform its essential function. The omnipod's user guide instructs users on proper filling technique and warns to, "never inject air into the fill port. Doing so may result in unintended or interrupted insulin delivery." Interrupted insulin delivery has the potential to result in high blood glucose levels. Insulet has initiated an internal investigation to determine if education and training related to this topic can be improved. The investigation is in-process as of the date of this report.

Event description:
A customer activated a new pod at 10:47pm and set her basal rate to 1.75 units per hour. At 11:09pm her bg read "high" (>500 mg/dl). At 11:32 she adjusted her basal setting to 3.0 units per hour. About 1 hour later her bg was still reading "high". She also reported seeing condensation. The pod will be returned for evaluation.